Manufacturer narrative:
The customer reported that this central nurse's station (cns) fails to boot into application and cannot monitor any bedside monitors (bsm's) within the pediatric ER. No harm or injury was reported. Attempt #1: on 08/09/2021 called customer via the provided telephone number for all items under the no information section. No reply was received. Attempt #2: on 08/12/2021 called customer via the provided telephone number for all items under the no information section. No reply was received. Attempt #3: on 08/18/2021 called customer via the provided telephone number for all items under the no information section. No reply was received.

Event description:
The customer reported that this central nurse's station (cns) fails to boot into application and cannot monitor any bedside monitors (bsm's) within the pediatric ER. No harm or injury was reported.